Manufacturer narrative:
(B)(4). Sample 1 (used sample): sample received unpacked/used. Visual inspection revealed that the channel lock was bent. One clip could be observed on the inside of the unit, the clip was observed to be misaligned. Sample 2 (used sample): sample was unpacked and used. Visual inspection revealed that the jaws of the device were partially closed. One clip could be observed on the inside of the unit, half way fed into the jaws. Sample 1: the unit was fired and the clip ejected broken. There were no more clips left on the unit other than the one that came out broken. The device was fired several times in order to feel and hear the firing mechanism. During all the tests performed the device worked as expected, the jaws opened and closed correctly, the ratchet sound could be heard and no trouble to actuate the trigger was found. The unit was disassembled in order to be visually inspected internally; as the complaint alleges problems during firing, special emphasis was made to the feeder component, but no discrepancies could be detected. All components were found to be complete and correctly assembled. Other remarks: sample 2: prior to activating the firing mechanism, the jaws were manually manipulated to verify if they could be opened and closed; it was observed that the upper jaw could move freely, while the lower jaw felt to be stuck in its position, most probably due to the clip found half way to the jaws. The trigger of the device was then activated; the clip that was initially found half way to the jaws came out closed. The unit was fired again and the complete firing cycle was done as expected, a clip was fed to the jaws, closed correctly and it was then ejected. The sample returned was fired until emptying the clips; in addition to the initial clip, a total of 10 clips were found inside the device, all of them fired correctly, no loading issued could be observed. Supplier corrective action request (scar) (B)(4) has been issued for the clip supplier in order to address the broken clip issues. Sample 1: complaint was confirmed for broken clip. Sample 2: the investigation team was not able to confirm the reported failure. Even though the initial clip was ejected closed from the product jaws, this condition could have been created due to an incorrect activation of the firing mechanism. This hypothesis is supported by the fact that the 10 additional clips that were still inside the device could be fired without any problems.

Event description:
Alleged event: the handle required four pulls before the first clip appeared in the jaw and then the clips loaded incorrectly and could not be fired. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for product auto end05 ml, lot number 73h1500014 investigations did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the handle required four pulls before the first clip appeared in the jaw and then the clips loaded incorrectly and could not be fired. The patient's condition was reported as fine.